Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause of the failure to be a failed inductor, designator, l1, from the analog pcb assembly. A replacement device was provided to the customer.

Event description:
During a routine inspection, the device was found to display the wrench and battery icons and failed to power on. There was no patient use associated with the event.